Manufacturer narrative:
The event involved the quick release hook accessory that is attached to sling bars used to allow for tool free changes of the sling bar type. The returned product was evaluated and found to be in working condition but signs of abnormal use were apparent. Wear and marks could be found on the tip of the hook, with significant bending/ wear on the tip end/side, indicating that the quick release hook was incorrectly attached to the lift strap joint (q-link). The suspected root cause was that the user incorrectly attached the quick release hook by not fully inserting the hook into the lift strap joint (q-link) causing the quick release hook to detach. Training of the staff on using the lift is recommended.

Event description:
Ref imp# (B)(4).